Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an unspecified patient mistake. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with meropenem (1.5g daily; route and duration not reported), vancomycin (dose, route, frequency and duration not reported) and fluconazole (dose, route, frequency and duration not reported) for peritonitis. On an unspecified date, dianeal therapy was discontinued, the patient¿s pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report the patient was not recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.